Event description:
Sq remunity self-fill pt. Pt reported sq site starting to get sore and will probably change at next cassette change. Pt reports uses lidocaine and ice packs for the pain and this helps. Pt reported that she was recently hospitalized for emergency umbilical hernia and intestinal surgery on (B)(6) 2024 and was discharged on (B)(6) or (B)(6) 2024. Pt reports that she is still weak from the surgery, feels her heart is weak and still recovering. Pt reports that she was intubated for 3 days during her hospitalization. Pt reported ongoing diarrhea, nausea, and occasional headaches. Pt reported that she does take imodium if needed for the diarrhea. No further info provided. Md notified. Pt started remunity device in (B)(6) 2023. Reported to (B)(6) by pt/caregiver.